Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause analysis: the most likely root cause for the event was an asynchrony during ventilation between device and patient. It cannot be excluded that the device had a technical problem, but in absence of the black box data of the intellivent, no further investigation can be performed. Correction: the user had discarded the consumables immediately after the occurrence of the event. The certified service technician later tested the device ok and no further correction was needed.

Event description:
The following was reported to hamilton medical ag: information from the user: device not longer ventilated the patient. All tubes changed from the user.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: information from the user: device not longer ventilated the patient. All tubes changed from the user.